Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
03/01/2016- it was reported per medicon that on (B)(6) 2015 the gastrostomy tube was placed. On (B)(6) 2016 blood in the stool was observed. An endoscopic inspection revealed a gastric ulcer on the gastric wall. It was said that the tip of tube might have had contact with the gastric wall. The tube was removed.